Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date she experienced a low blood glucose (bg) of 30mg/dl with disorientation due to the pump delivering an increased basal rate that she did not program. The patient stated that during the low bg incident, some neighbors found her walking alone in an alley with no coat and no shoes, asking for help. The patient reportedly did not remember doing this. The patient stated she was treated with soda and came off the pump until bg was back within target range. The patient stated that she had a rebound bg elevation afterwards, but did not provide specifics. The patient stated that the temporary increased basal was notice during a regular doctor¿s appointment while reviewing the basal history. There were multiple instances of a temporary basal program of +200% noted in the pump history at the patient¿s doctor appointment. The patient requested review of the pump with customer technical support (cts). Cts reviewed the pump with the patient and found a temp basal of +200% was set on (B)(6) 2014 from 3:01am until 6:15am. The record prior to that showed a temp basal of +200% set at 2:15am, which the patient stated she may have set. The pump history also showed a basal rate of +300% from 11:01pm on (B)(6) 2014 to 9:15am on (B)(6) 2014. The patient denied making any adjustments to her basal programs in the pump. The patient noted that she is on a ¿drug study¿ that has caused her insulin requirements to decrease, however, the patient would not elaborate further. The patient stated that when she is ill, she does use a temp basal rate of +200% and her bg still remains elevated with that increase. The patient stated that the dietician advised her to not use temp basals anymore, and instead to check bg more often and to use advanced boluses for corrections. Cts advised the patient to come off the pump and to go on an alternate form of insulin delivery as instructed by her healthcare provider until the pump could be replaced. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy related to basal rate increases that the patient did not set.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours and no unprogrammed temp basal programs were recorded during testing. The keypad buttons were tested and no hypersensitivity was observed. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.